Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a stretched helix. The lp was removed and replaced. The patient was in stable condition.